Event description:
A pump malfunction was reported by the caller. There was no adverse impact on the customer's blood glucose level. Customer support provided information on resetting the pump and assisted in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues reappeared.